Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that during a resuscitation attempt on a female patient that had been down for approximately an hour, the device performed compressions for two minutes then it stopped and could not be reset or restarted. The customer reported that the device was removed, and manual CPR was immediately started.